Manufacturer narrative:
One healing collar was returned for investigation. Visual inspection of the as returned products identified that the threads at the tip were stripped. There was noticeable wear around the threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing was performed for the returned product with an in-house stock part and was determined that the healing collar cannot be assembled and seat, due to damage at the beginning of the threads. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the healing collar would not seat onto the implant. The implant is okay.